Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. -

Event description:
Boston scientific received information via their internal literature review process, that a patient implanted with a boston scientific contak renewal device (model and serial unknown), required intravenous antibiotics one week post implant, due to wound infection. The article of interest was aimed at discussing pacing options for reducing refractory angina in patients with severe coronary artery disease (cad). The study population included eleven patients, all implanted with contak renewal boston scientific devices. In addition to the single report of wound infection, it was additionally reported that two of the eleven patients, exhibited an unspecified heart failure event post-implant. No further information was communicated regarding the patient(s) conditions and the author was unavailable for comments/inquiries. The study concluded that bi-ventricular pacing at or near an ischemic angina region was feasible and associated with significant reductions in angina symptoms; however, further studies were needed.